Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was used during a procedure on (B)(6), 2013. When the physician passed the first side of the advantage device through the tissue, the trocar punctured the dilator. When a cystoscopy was subsequently performed, it was discovered that the dilator was inside the patient's bladder. The physician withdrew the dilator from the bladder and repositioned it in standard fashion, but it could not be reloaded so the procedure was completed with another advantage fit transvaginal mid-urethral sling system. No bladder repair was required due to the small nature of the perforation. The patient was catheterized for 72 hours and administered unspecified antibiotics per 'standard fashion.' The patient is over 18 years of age and reportedly fine following the procedure.